Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended the footswitch be replaced. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that diathermy and cutting were coming on at the same time. The timing of the event and pt involvement are unclear. Additional info has been requested.